Manufacturer narrative:
Per the t:slim g4 user guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level as not impacted. Tandem technical support (cts) reviewed the auto-off safety feature with the customer and advised the customer to check with their health care provider before modifying the setting. Cts verified that the alarm was valid and the customer acknowledged.